Event description:
It was reported the gastrointestinal videoscope showed a b30 error message. This occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the reported event (b30 error) most likely occurred due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Additionally, the investigation observed an image noise which most likely occurred due to an electrical component problem or failure. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h3, h6, h11.

Event description:
No additional information received from the customer.